Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation:the reported problem of cable broken was confirmed during evaluation by the service technician. The cause of the reported problem was identified to be a broken power cord due to mishandling. The device was returned to the customer unrepaired due to the part being obsolete. Therefore, no action was taken to resolve the reported problem. Should additional information become available, a follow-up MDR will be submitted.